Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, 6mm medium-large clip applier instrument fired on testicular tissue, the clips repeatedly failed to fire properly. The clips would not lock when fired onto tissue, granted the tissue was not a circumferentially dissected vessel but rather a thick mass of tissue. Issue occurred at least 4 times during the case. The surgeon commented that it was very annoying, saying the sp clip applier felt ¿unreliable¿ and that clips never failed to close properly when fired on the mp clip appliers. They felt that the grip closing force on the sp m-l clip applier must be lower than the mp clip appliers, hence why the clips were not closing all the way. The team switched to the lap m-l weck clip applier for the rest of the case when it was possible, and the firing angle was not tortuous. The robotic clip applier seemed to fire clips fine later in the case. The lot number for the sp m-l clip applier was u10220812-0002.the procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the incident occurred when the surgical team was firing the clips into thick testicular tissue. The tissue was not circumferentially dissected and occurred while inside the patient. The surgeon attempted to clip a tissue bundle and believed one of the failed fires was on the vas deferens. The surgeon was attempting to fire the clips into thick tissue and they would not latch. The clip applier jaws seemed to be moving fine. No unexpected motion was observed. There was incomplete closure of the clip due to the thick tissue that was being clipped. The issue was not related to the clip opening after the closure of the clip. The clip applier was on its first couple fires of the case when the clips would not latch. No patient demographics obtained.